Event description:
It was reported that there was a right ventricular lead warning for high impedance, and a left ventricular lead warning for high impedance. The leads are still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high ventricular impedance/resist - rv lead warning on (B)(6) 2010 and lv lead warning on (B)(6) 2010. Lifetime max on both is 4761 ohms.